Manufacturer narrative:
D6a - date of implant was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate 11v backup battery. On (B)(6) 2025 at 05:48:52, the log file captured backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The backup battery fault alarms were active until the controller powered down. At 06:02:14, the driveline was disconnected and shortly after both power cables were disconnected. This is consistent with the reported system controller exchange. The backup battery fault alarms did not impact the controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. Additional log files from controller, serial number (B)(6), were submitted and captured the driveline being connected at 05:41:58, and the pump ramped up to speed as intended. There were no other notable events on the reported event date in the log file. The retuned backup battery, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, the backup battery passed multiple load tests and atypical alarms were not able to be reproduced. The provided information indicated the patient exchanged their controller after the backup battery fault alarms activated. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The device history record was reviewed for the heartmate 11v backup battery, serial number (B)(6). The battery was inspected and accepted into storage on (B)(6) 2025 per material document. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an internal battery fault alarm and decided to change the system controller before calling. Log files were sent from both controllers. The internal battery was to be reseated on the controller that had the alarm. The event log file confirmed the onset of the backup battery faults followed by the various alarms associated with the controller exchange. The controller periodically performs internal load test on the emergency backup battery (ebb) and it appeared that the ebb was not passing this test. The fault can be a result of a faulty ebb or poor connection. The pump itself appeared to be operating within normal parameters.